Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump unexpectedly stopped and will not start back up. There was no patient involvement reported.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for intermittent power. The reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.